Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there was an air bubble in the patient line. The technical service representative (tsr) assisted with ending therapy so that the cg could setup with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was confirmed based on acknowledgement from the home patient (hp) that there was an air bubble in the patient line that was not moving. The source of the air bubble is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.